Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating console presented with difficulty in moving arm, priming machine, failed to recognize the pack and some lamps were not functional before a vitrectomy surgery. There was no patient involvement.

Manufacturer narrative:
The company service representative examined the system and confirmed the priming issue in the system event log. However, the company service representative was unable to replicate the reported event of priming issues while on-site. The illuminator issue was replicated. To resolve the issue, the nonconforming illuminator module was replaced. The difficulty with the moving arm was replicated. To resolve the issue, the company service representative replaced the nonconforming tray arm, as the tray arm has jammed multiple times since installation. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. The system was found to exhibit no functional issues in relation to the reported event of priming issues; therefore, the root cause of the reported event is inconclusive. The root cause of the reported event of am illumination issue is attributed to the nonconforming illuminator module. The root cause of the reported event of an immobile tray arm is attributed to the nonconforming tray arm. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).